Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
A customer reported "PICC placed on (B)(6) then started leaking on (B)(6) 2025. Clinician was called to bedside to assess PICC dressing. Dressing saturated with yellow fluid. Dressing removed per unit policy and line flushed undressed. Small amount of fluid noted to be leaking from connection between purple sheath and plastic hub. Provider called to bedside to verify and reported to remove PICC line."